Event description:
It was reported following a diagnostic angiogram and a pre-insertion angiogram, a 6f angio-seal was used. The pt complained of numbness and right leg pain prior to discharge. Twenty four hrs after discharge the pt returned to the hosp where pedal and popliteal pulses were absent. A sub-intimal hematoma and a right common femoral artery thrombus related to the puncture site were present. The pt underwent a thrombectomy and a limited endarterectomy. The physician alleged the angio-seal was the probable cause.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU state that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.